Event description:
It was reported that insulin gauge displayed an amount different than expected, with mobile app fill estimate showing significantly more insulin than was actually in cartridge, which caused caller agitation. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through removing air from cartridge and tubing, reloading cartridge, and then loading a new cartridge; after loading new cartridge, displayed amount matched insulin in cartridge, customer resumed insulin, original cartridge was set for replacement, and issue was resolved with additional cartridges sent as a goodwill order.